Event description:
A report was received that the patient will undergo a pocket revision due to charging difficulties. A database analysis reported no signs of premature battery depletion. The charge profile indicated that the ipg maybe flipped.

Manufacturer narrative:
Additional information indicates that the physician flipped the ipg without opening up the pocket. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient will undergo a pocket revision due to charging difficulties. A database analysis reported no signs of premature battery depletion. The charge profile indicated that the ipg maybe flipped.